Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported being unable to unlock the ilet screen, which was unresponsive even after a restart via the mobile app. A replacement ilet was arranged, with instructions provided regarding return, data syncing, and shutdown. The user was advised to maintain backup therapy since the device was non-functional. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.